Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.